Event description:
As reported, the bard/davol j-hook electrosurgical reusable tip (which requires reprocessing cleaning/sterilization between cases) was used and sterilized 3 times prior to noting the rubber sheath around the tip was separated. As reported, there was no issue with the device during usage and no reported patient injury. As reported, the user facility has not made changes to the sterilization process.

Manufacturer narrative:
As reported, the reusable bard/davol j-hook electrosurgical tip was damaged after 3 uses. The subject device was returned for evaluation. Evaluation of the sample and photos provided finds that the coating on the distal tip is damaged and the insulation sheath coat which covers the metal below the active tip were torn in two areas. The device was used three (3) times before the damage presented; as such, was not an out of box condition and no manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the root cause of the event is determined to be inadvertent damage, most likely presenting during sterilization /cleaning process at the user facility. To date, this is the only reported complaint for this manufacturing lot.